Event description:
Pt reported having eye infections in 2005 or 2006, while using renu with moistureloc multi-purpose solution and bausch + lomb soft contact lenses. Pt claims as a result of the infections, developed a corneal abrasion, a scar, and ongoing blurred vision. Numerous attempts were made to obtain product and medical info, however, there has been no response from the consumer.

Manufacturer narrative:
The device was not returned for eval. The specific lens type and lot number are unk. Medical documentation has not been received. Based on all info, no causal factors can be determined, and no conclusion can be drawn.